Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula insertion issue event on an unknown date. The blood glucose level was above 400 mg/dl. It was also reported that the infusion set did not go in correctly and had to press on the adhesive and upon removal of infusion set the infusion set looked bent. . No further information available.